Event description:
The hospital reported that, during a planned maintenance service of the machine, the primary audio was not functioning. There was no report of patient involvement.

Manufacturer narrative:
The hospital reported they replaced the cpu and the speaker assembly, resolving the reported complaint. The cpu was returned to ge healthcare for investigation, however, the speaker was not returned. The cpu was tested and found to function within manufacturer's specifications. The exact root cause of the reported complaint cannot be determined without the speaker. The initial report indicated that the device was not returned.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.